Event description:
This ra lead was implanted on (B)(6)2011 and still remains implanted at this time. A call placed to technical services on may 25, 2017 stated that ra impedance was seen though not out of range but had variability since august 2016. Most recent measurement was 1900ohms as of may 15, 2017. Noise was observed on ra channel may be a by product of the ra lead integrity coming into question. It may also be the result of being hospitalized and connected up to hospital monitors which inject a small current to confirm the monitor is attached to the patient. The other possibility is the signal is respiratory sensor signal. The physician was unknown at (B)(6)hospital in united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).